Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages. Electrical testing did not find any indication of conductor fractures but did find intermittent short at the connector region due to the inner coil being over-torqued consistent with procedural damage. Visual inspection found the helix to be partially extended and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion, the helix could be extended and retracted by applying torque directly to the inner coil.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited failure to capture. It was noted that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.